Manufacturer narrative:
This report is being filed to provide additional information in h6, h7 and h10. Investigation: one year of service history was reviewed for this device with one additional issue related to the reported condition identified. The device serial number history report indicates there was one additional report of a similar issue on this device. This was reported on 1722028-2020-00412. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Internal records confirm that the IV pole clamp/collar was installed on this device on (B)(6) 2019 in accordance with the field action. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Root cause: the root cause of this failure was undetermined.

Manufacturer narrative:
Investigation: per the customer, the IV pole clamp was installed on this device. A terumo bct service technician checked out the machine at the customer site and was unable to duplicate the reported condition. The technician verified the i.v. Pole locked into position and tightened the i.v. Pole clamp. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down and will not stay in the raised position. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.